Event description:
It was reported via service that there is a broken 6500 base x frame, broken upper switch control, missing lower switch control. There is no reported pt involvement or adverse consequences.